Event description:
It was reported that a cartridge alarm occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump. The customer currently has no backup therapy available and was advised to contact their healthcare provider. Technical support provided instructions for the return of the problematic pump and advised on steps for the replacement pump delivery, which was scheduled with signature confirmation. The customer understood the process.